Event description:
Reportedly, a toric iol was removed and replaced with a non-toric iol due to alleged iol defect at the edge of the optic. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A DHR review could not be completed as no lot number has been provided. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.